Event description:
The consumer indicated a tampon came apart upon removal and tampon pieces remained inside of her. Several days after her cycle, she noticed an unusual smell. After cleaning, she noticed that pieces remained. She was able to remove all remaining pieces on her own.

Manufacturer narrative:
Device history record is under review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.